Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the client reports that the instrument cut but did not staple. The sulu broke and the staples fell into the pt. The surgeon succeeded in retrieving all the parts. This resulted in; lower resection to re-staple the stomach.